Event description:
The patient had an ascending aortic aneurysm and received an aortic valve and graft in a bentall procedure. Three months later he required a redo of the graft and valve because of "endocarditis with perivalvular abscess and associated stigmata," according to the surgical report. The explanted items tested positive for aspergillus. Patient later succumbed to sepsis and organ failure after a difficult course.